Event description:
It was reported that during a mediastinal cancer procedure, the device fired malformed clips. Another instrument was used to complete the procedure. There was no adverse pt consequence.